Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration and malposition of the device"), ectopic pregnancy with contraceptive device ("ectopic pregnancy - resulted in termination at 10 weeks"), device expulsion ("expulsion of essure device / uterus") and embedded device ("embedded within the omentum") in a 43-year-old female patient who had essure (batch no. 763845) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (B)(6)1989, (B)(6)2000)), pregnancy and abortion. Concurrent conditions included breast pain, vomiting and chest pain. On (B)(6)2010, the patient had essure inserted. In august 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2010, the patient experienced bladder disorder ("bladder disorder"). In december 2010, the patient experienced fatigue ("fatigue"). On (B)(6)2011, 5 months 16 days after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In march 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In may 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). On (B)(6)2011, the patient experienced pelvic pain ("pelvic pain"). In august 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("upper and lower abdominal pain"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary tract problems"), nausea ("nausea") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (termination). Essure was removed on (B)(6)2011. At the time of the report, the device breakage, device dislocation, abdominal pain and vaginal discharge had not resolved, the ectopic pregnancy with contraceptive device, device expulsion, embedded device, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, depression and bladder disorder outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, bladder disorder, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure on (B)(6)2010- 4 coils present on right, 10 coils present on left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6)2010: no result pregnancy test - on (B)(6)2011: positive ultrasound pelvis - on (B)(6)2011: 7 week iup (B)(6)2011: ultrasound: noted essure seen on right, not seen on left. Health care provider deployed with no complications. 4 coils showing on right and 10 coils showing on left (B)(6)2011, ultrasound revealed fetal cardiac activity: positive, gestation age: 9 and half. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: nausea, pelvic pain, abdominal pain.,embedded device. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event bladder disorder added. Fu 2 and 3 processed together. On (B)(6)2018: medical record received. Reporter's information was updated. Event added: embedded within the omentum. Concomitant diseases, historical conditions and lab data were added. Fu 2 and 3 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration and malposition of the device"), ectopic pregnancy with contraceptive device ("ectopic pregnancy - resulted in termination at 10 weeks") and device expulsion ("expulsion of essure device") in a 43-year-old female patient who had essure (batch no. 763845) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2 (((B)(6) 1989, (B)(6) 2000)). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 5 months 16 days after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("upper and lower abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary tract problems "), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased (" weight gain") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with bilateral salpingectomy and pregnancy termination. Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device dislocation, abdominal pain and vaginal discharge had not resolved, the ectopic pregnancy with contraceptive device, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and depression outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: no result . Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, apareunia, bladder disorder, urinary tract disorder ,nausea, dysmenorrhea, dyspareunia, fatigue, expulsion of essure device, pelvic pain, weight gain are added. Event pregnancy with contraceptive device replaced with ectopic pregnancy. Lot number & lab data updated. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration and malposition of the device") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain upper ("upper and lower abdominal pain"), abdominal pain lower ("lower abdominal pain") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abdominal pain upper, abdominal pain lower and vaginal discharge had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, abdominal pain upper, device breakage, device dislocation, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.